Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) experienced a ventricular fibrillation episode which was not reconfirmed by the device. The physician also noted noise on the electrocardiograms. The physician performed an invasive porcedure to evaluate the system and elected to remove the rate sensing portion of this transvenous defibrillation lead from service. The ICD remains active.